Manufacturer narrative:
(B)(4).

Event description:
It was reported "when they pulled the wire out of the package it was bent." This was found prior to use. There was no patient involvement.

Event description:
It was reported "when they pulled the wire out of the package it was bent." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo as it revealed one kink on the guide wire body alongside the catheter. The kit packaging was not pictured. Based on the customer description and customer photo, the damage observed is consistent with defects related to storage and shipping. The instructions for use (IFU) provided with a general sac-00820 kit warns the user, "do not use if package is damaged." The lidstock label for finished good sac-00820 was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the customer photo. One kink was observed on the guide wire body. The product lidstock for finished good sac-00820 clearly states, "do not bend." Based on the customer description and the photo provided, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.